Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had leakage. The following information was provided by the initial reporter: verbatim: due to cerebral hemorrhage, when the patient punctured the intravenous indwelling needle for infusion at 09:05 on (B)(6) 2023, it was found that the hose of the intravenous indwelling needle just unpacked had barbs and leakage when venting. At 09:06, an intravenous indwelling needle was replaced immediately. The puncture was successful and the infusion was smooth. Report to the head nurse and equipment department. Continue to use the indwelling needle with the hose barb, the patient may feel pain, seepage, and waste the drug solution.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2326405. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had leakage. The following information was provided by the initial reporter: verbatim: due to cerebral hemorrhage, when the patient punctured the intravenous indwelling needle for infusion at 09:05 on may 9, 2023, it was found that the hose of the intravenous indwelling needle just unpacked had barbs and leakage when venting. At 09:06, an intravenous indwelling needle was replaced immediately. The puncture was successful and the infusion was smooth. Report to the head nurse and equipment department. Continue to use the indwelling needle with the hose barb, the patient may feel pain, seepage, and waste the drug solution.